Event description:
The complainant reported a patient was taken to the cardiac catheterization laboratory (ccl) for impella placement. While on support, the patient experienced access site bleeding which was resolved by redressing the site in the unit and hemostasis achieved. The patient received fluids and an unknown amount of packed red blood cells. It was further reported the team was unable to palpate pedal pulses bilaterally and it was also difficult to find the radial pulses, however they were able to find distal pulses via doppler, but they were fleeting. It was reported that the patients¿ limbs were both ischemic. The team reportedly monitored the distal pulses and lactate levels in the cardiovascular unit. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related events are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.